Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger movement, product damage -device still considered operable, and scale marking issues. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328468; batch no. Unknown, 7317983, 8071814, 8253811, 9007787, 9091603. Verbatim: issue(s): consumer returned a full box of his opened syringes to pharmacy. 8 found bent needles, others unknown amount plungers hard to pull down. Others from this box needles broken unknown amount. Or how they were broken. Item #: 328468. Date of event: unknown.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of syringes 0.5ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger movement, product damage -device still considered operable, and scale marking issues. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328468; batch no. Unknown, 7317983, 8071814, 8253811, 9007787, 9091603. Verbatim: issue(s): consumer returned a full box of his opened syringes to pharmacy. 8 found bent needles, others unknown amount plungers hard to pull down. Others from this box needles broken unknown amount. Or how they were broken item #: 328468. Date of event: unknown. D.4. Medical device lot #: see h.10. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 7317983. D.4. Medical device expiration date: 2022-11-30. H.4. Device manufacture date: 2017-11-13. D.4. Medical device lot #: 8071814. D.4. Medical device expiration date: 2023-03-31. H.4. Device manufacture date: 2018-03-12. D.4. Medical device lot #: 8253811. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2018-09-10. D.4. Medical device lot #: 9007787. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2019-01-07. D.4. Medical device lot #: 9091603. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2019-04-01 h3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary customer returned two opened shelf cartons from lot 9007787 containing opened polybags from lots 7317983, 8071814, 8253811, 9007787, and 9091603, and (96) loose 31gx8mm, 0.5ml bd insulin syringes. Consumer reported found bent needles, plungers hard to pull down, others from this box needles broken. All 96 returned syringes were examined, and the following was observed: 27 syringes with bent cannula, 0 syringes with broken cannula and 2 syringes with ink smears. All 96 syringes were tested for plunger rod movement: all 96 syringe plunger rods were able to move properly. Since all 96 syringes were returned after use, the probable cause of the bent cannulas is user error when using the syringes. A review of the device history record was completed for batch# 7317983. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needles bent, scale marking defective) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod difficult to move, needles broken). Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger movement, product damage -device still considered operable, and scale marking issues. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328468 batch no. Unknown, 7317983, 8071814, 8253811, 9007787, 9091603. Issue(s): consumer returned a full box of his opened syringes to pharmacy. 8 found bent needles, others unknown amount plungers hard to pull down. Others from this box needles broken unknown amount or how they were broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer. And MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm ufii 10bag 500cs experienced product damage with the device still considered operable. Product device was noted during use. The following information was provided by the initial reporter: material no. 328468, batch no. Unknown. Verbatim: issue(s): consumer returned a full box of his opened syringes to pharmacy. 8 found bent needles, others unknown amount plungers hard to pull down. Others from this box needles broken unknown amount. Or how they were broken lot #: unknown, item #: 328468, date of event: unknown.